Event description:
It was reported that low impedance was observed on the right ventricular lead remotely through a merlin.net transmission. Prior instances of noise were also reported. The asymptomatic patient was seen in clinic where the noise could be reproduced. The lead was explanted and replaced on (B)(6) 2015. The patient was noted be in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.